Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the broach handle no longer closes.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not received for investigation. Based on the information provided, allegation cannot be confirmed. It is not possible to determine the functional issue to perform the intended operation. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot: a manufacturing records evaluation (mre) was not performed since a valid finished good lot number was not provided for this device.